Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), e1, e3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed MRI. The device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.